Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported a hemostasis valve leak occurred. The patient was undergoing a left atrial appendage (laa) closure procedure. It was noticed that the hemostasis valve of the watchman&#59393;access system was unable to be fully closed; therefore, creating a blood leak. The patient required a blood transfusion. The physician then exchanged the access system in order to complete the procedure. The patient's condition is stable.